Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned uphold lite revealed that the suture on the blue dilator was broken. The remainder of the suture with dart was missing and was not returned. Analysis revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the investigation concluded that the most probable cause for this event is manufacturing process design as the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. The investigation concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.